Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited a leak at the right coronary cusp due to thrombosis. The valve was subsequently explanted. Thrombus was present on the aortic side of the valve, and pannus was present on the ventricular side of the valve. No adverse pt effects were reported.

Manufacturer narrative:
Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. H3: analysis: the stent of the returned valve appears distorted, "d" shaped. The stent measurements: 18.19 mm x 20.14 mm. The leaflets are flexible except in the right cusp where thrombotic appearing host material is present on the outflow. The non-coronary cusp is folded upon itself in belly of the cusp, held in place by pannus and thrombotic appearing host material. Pannus covers the margins of attachment on the inflow into all inferior coaptive areas, extending 1 to 2.5 mm onto all cusps reducing the orifice area. Blood stained off white thrombotic appearing host material is present in the right cusp adjacent to the left right commissure on the outflow. Review of the device history record shows that this valve met mfg specifications when released for distribution. Conclusion: reduced performance of the product related to host tissue overgrowth and thrombus. Device explanted and replaced without reported complication.